Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 22.sep.2020: lot 1907569: (B)(4) items manufactured and released on 1-oct-2019. Expiration date: 2024-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain do to a dislocation of the patella 1 month after the primary surgery. The surgeon performed a lateral release and revised the patella. The surgery was completed successfully.